Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the audio bolus button was missing but the keypad rubber was intact. A missing audio bolus button will allow contamination to permeate the button contact negatively impacting the button function. The missing audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were responding appropriately. The keypad buttons were found to spring back and click back normally. There was no contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).